Manufacturer narrative:
(B)(4) - the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This reported event of patient reaction is not attributed to or believed to be caused by a disposable device product failure according to the information provided. Root cause was undetermined.

Event description:
On (B)(6) 2011, baxter (B)(4) received a report of peritonitis with hospitalization and subsequent death. On (B)(6) 2011, the patient started automated peritoneal dialysis (apd) and then continuous ambulatory peritoneal dialysis (capd) on (B)(6) 2011. On (B)(6) 2011, the peritoneal dialysis (pd) effluent was found to be turbid. The patient was asymptomatic. On (B)(6) 2011, pd effluent was analyzed and cultured. On (B)(6) 2011, the patient was treated intraperitoneally (ip) with cefazolin 0.5gm every 4 hours. Afton an unreported date, the pd effluent cleared, pd ultrafiltration increased to 600-700ml, urinary volume equalled 500-600ml and her blood pressure improved (150/70 mmhg). The patient was discharged home (date unreported) and continued with the ip cefazolin treatment. On (B)(6) 2011 at 0700, the patient experienced chest pain and shortness of breath and at 0800, suddenly died. The cause of death was not reported. It was not reported whether an autopsy was performed. The reporter believed the event of peritonitis was related to dianeal pd2 ambuflex and the event of death was not associated with dianeal pd2 ambuflex therapy.